Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly and introducer sheath were kinked in multiple locations. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked in multiple locations. These kinks may have occurred due to forceful handling of the pod8 during preparation or advancement. Significant resistance was encountered when advancing the kinked regions of the pusher assembly through the introducer sheath and a demonstration microcatheter. The kinks likely contributed to the resistance experienced during the procedure. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using a pod8. During the procedure, the physician felt resistance and was unable to advance a pod8 through a px slim delivery microcatheter (px slim); therefore the pod8 was removed. The procedure was completed using a penumbra coil 400 (pc400) and the same px slim. There was no report of an adverse effect to the patient.